Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the device has migrated 6 cm resulting in a proximal type I endoleak. A 28x28x49 was successfully implanted and the endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The physician stated that the migration and subsequent endoleak was due to disease progression of the neck.

Event description:
Additional information received: the endoleak has resolved and the patient is fine. A review of returned cta¿s from 10 years post-implant revealed that the aneurx bifurcate was positioned approximately 4cm below the renal arteries and is floating in the neck/sac. The proximal neck flow lumen diameter just below the renal arteries is 20mm, and at the proximal end of the stent graft measures 30mm. The proximal end of the bifurcate measures 24mm. The ipsilateral limb was placed into the left common iliac, and the contra limb into the right common iliac; crossing over the ipsilateral limb in the distal sac. Both limbs are patent. Images from the reported event date were not available for return. The aneurysm morphology at implant, earlier follow-up images, and films post-intervention were not provided. The cause of the migration is uncertain, but may be related to disease progression, conical neck, and morphology changes.